Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order was not showing. A technical support specialist (tss) verified my quick link and informed the customer the order was not showing to select in the patient order list at the cabinet because the item was not assigned to the cabinet. Tss instructed the user to notify the pharmacy manager to resolve the issue. The system functioned after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user stated that the ordered item does not appear as available to issue in the patient order list. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.